Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion. Outside patient, the stent slipped off the balloon inside the hemostasis valve. The patient died due to complications related to a complex pci. The patient's death was classified by the hospital as not being caused by the device.

Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion. Outside patient, the stent slipped off the balloon inside the hemostasis valve. The patient died due to complications related to a complex pci. The patient's death was classified by the hospital as not being caused by the device.